Event description:
"When the red indicator was visible on the trocar the blade did not retract after introduction into the abdomen, injury risk of portion of the intestine during introduction of trocar." Pt status: "ok".

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.